Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/16/2015 with the following findings: pump reboot events along with call service 052 and 054 alarms were seen in the device's black box on 07/22/2015. There was evidence of moisture contamination behind the display lens. Due to the internal moisture damage, the display screen was multi colored. There was additional evidence of moisture contamination inside the battery compartment. The pump case was cracked in the corner of the display area. The pump was exercised for 24 hours with no issues or alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.